Event description:
The reporter stated that the pump did not infuse properly. They were using a 60cc syringe filled with 50 ml of medication. The pump was set to deliver 30 cc at an unspecified rate. When the nurse returned the syringe was empty.